Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose ranged from 240-355 mg/dl. Reportedly a new cartridge was loaded, and insulin delivery was resumed.